Manufacturer narrative:
Updated the following fields: medsun # (B)(4) in h10, 510k number k152864 in g4, type of report follow up 001 in g6.

Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The investigation determined that no malfunction of the device occurred, and the health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report include the following: g6 - indication that this is follow-up report 003. H2-indication of additional information. H6 - medical device problem code:remove 3012 and 1683, added 2017. Investigation conclusion code: remove 4310. This is the final report for 2183926-2024-00007.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 09/24/2024. Merge healthcare has performed a root cause investigation of the inability to zero/calibrate the pressure transducer reported by the user facility. The investigation determined that the merge hemo system is working in accordance with its design and is meeting specified performance parameters. Merge healthcare is working with the customer to resolve external factors in the use environment that are affecting performance of the system. Revised information contained in this supplemental report includes the following: g6 - indication that this is follow-up report 002 h1 - indication of malfunction as reportable event h2 - indication of additional information h6 - evaluation codes: investigation findings (c): added 213 investigation conclusions (d): added 4310 and 4323.

Manufacturer narrative:
An investigation into the reported issue is ongoing. A supplemental report will be filed when additional information becomes available.

Event description:
On 08/26/2024, merge healthcare received a copy of a medsun report. A merge hemo customer reported that a user was unable to zero pressures during a percutaneous coronary intervention procedure. According to the customer, the procedure was delayed by seven minutes. Merge healthcare has been working with the customer to gather additional information necessary for an effective root cause analysis. The investigation is ongoing, and a root cause has not been confirmed at this time. There have been no reports of patient injury or harm because of this issue. Reference: (B)(4).